Manufacturer narrative:
The reported issue is unconfirmed. The root cause is unable to be determined. The device was evaluated upon receipt. The device would not cool during decon. The problem was not observed during evaluation. The customer declined repairs. The device was returned to the customer. Because the issue was unconfirmed, risk review is not required. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The reported issue was unconfirmed, label review is not required. Based on the results of the investigation, no additional actions can be taken. Corrections: d, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed a red screen at boot up. Per additional information updated from (B)(4) on 16sep2025, device boots up to red screen noting system unable to start. Per wo notes, it was determined that the device had a communications issue with the control panel. Per sample evaluation results received via (B)(4) on 06feb2026, it was reported that the line side (hot) of the connection between the power inlet module and the ac main voltage circuit card was blackened and melted. The device would not cool during decontamination.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device displayed a red screen at boot up. Per additional information updated from ttm on 16sep2025, device boots up to red screen noting system unable to start. Per wo notes, it was determined that the device had a communications issue with the control panel. Per sample evaluation results received via task on 06feb2026, it was reported that the line side (hot) of the connection between the power inlet module and the ac main voltage circuit card was blackened and melted. The device would not cool during decontamination.